Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  one (1) strut was observed bent outwardly approximately 90 degrees. No other bent struts were observed. Due to the device unavailability, no potential manufacturing nonconformance was able to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for frame damaged during use.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the provided imagery. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿it was noticed after valve alignment that a tine on the leading edge was bent back at a 45 degree angle. Access vessels were tortuous and calcified.¿ the presence of tortuosity and calcification can create a challenging pathway during the delivery system (with valve) insertion through the sheath, and it can lead to frame damaged. Available information suggests that patient factors (vessel tortuosity and calcification) may have contributed to the reported complaint event. However, a definitive root cause is unable to be determined at this time. A corrective/preventive action (CAPA) has been initiated to capture further investigation and CAPA activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. A product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in the aortic position, once the valve was positioned on the balloon in the patient, it was noticed after valve alignment that a tine on the leading edge was bent back at a 45 degree angle. The valve was implanted with no issues. The devices were removed with no injury.  After removal of the esheath, a perforation was found at the transition point of the esheath shaft.  No vascular injuries were reported. The patient is stable post procedure.